Event description:
The customer reported that during preparation for a diagnostic procedure, the front panel lights on his evis exera iii video system center were blinking. According to the initial reporter, the intended procedure was completed using the subject device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.